Event description:
The patient was pushed hard and knocked her implantable neurostimulator against a door handle. The area around the neurostimulator swelled up and she immediately lost stimulation sensation. Communication between the patient programmer, recharger and neurostimulator was lost. Approximately 1.5 months later, the patient was seen in clinic. The device could not be interrogated. A physician mode recharge was attempted without success. The device was unable to be programmed with an ultra programmer. The hcp was considering device explant. The patient status was reported as 'fair'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178200807396.